Manufacturer narrative:
Investigation results: visual inspection of the as received products identified a piece of the fractured certain gold-tite hexed screw stuck in the implant drive feature. The upper part of the screw was not returned. Review of the DHR did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that would contribute to the reported event. The complaint was confirmed, as the screw had fractured inside the implant. Part of the fractured gold-tite screw was stuck in the implant. Review of appropriate documentation: ¿ biomet 3i restorative manual, instrm rev b 10/15. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. ¿ biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Age was not provided. Patient weight was not provided.

Event description:
It was reported that abutment screw fractured when the dentist was trying to remove the implant. Tooth location 14.